Manufacturer narrative:
Sample from the patient was submitted for investigation. The customer's results were confirmed and a streptavidin interfering factor was detected. Product labeling documents this interference.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient from cobas e602 analyzer serial number (B)(4). Refer to the medwatches with patient identifiers (B)(6) for the other assays. Thyrotropin (tsh) =1.32 mu/l. Free thyroxine (ft4) =3.1 ng/dl. Free triiodothyronine (ft3) =0.75 ng/dl. These results were reported to the doctor. As the patient was suspected to have thyroid issues, the doctor suspected the tsh result to be incorrect and requested retesting in a different lab with a siemens vista analyzer. Tsh =2.2 mu/l. Ft4 =1.1 ng/dl. Ft3 =2.82 pg/ml. The patient was not adversely affected.